Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "patient received a procedure to remove heterotropic ossification from a previous tha procedure. The head was removed and had traces of black inside the head and on the trunnion. A titanium sleeve and ceramic head was then placed on the trunnion." Spoke to rep. Left hip. The secur-fit advanced stem was not revised. Rep confirmed that no further information will be released.